Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the prostyle plunger was pushed in, the plunger sprung backward exposing part of the needles. When pulling back to cut the suture and close the footplate, the footplate would not close. The device was surgically removed. The evar procedure was completed. Hemostasis was achieved with surgical suturing. There was a delay that was not clinically significant in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty closing the foot could not be confirmed as the foot deployed and retracted as expected. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to the reported difficulties associated with deploying the plunger and difficulty closing the foot include, but not limited to, interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in the foot, posterior foot partially deployed in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.